Event description:
Additional information received that there was no patient injury, surgeon has to adapt surgical technique when operating without neu romonitoring to prevent injury. Stimulus was set to 1.0 ma, threshold set to 150 microv. Stim return, located under the stimulus setting on the monitor, showed 0. Issue could not be resolved even with wireless connection.

Manufacturer narrative:
B5: updated additional codes: previously submitted code imf f24 is no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during thyroidectomy procedure there was repeatedly error messages "out of measurements rage - calibrating". Very loud and impossible to use the system with these error messages. The intraoperative electrode check did not complete, spinning wheel for several minutes and no result , not red and not green . Not able to connect the pi via cable. Only wireless connection worked. Connection was lost when cable was attached. Procedure was delayed by 60 minutes. The procedure was completed with the reported product(s) . There was no known patient impact. After procedure, all cables from tube and electrodes were disconnected and a new procedure was started. As expected on channel 2, the error message "missing electrodes" was displayed, but at the same time on channel 1, the error message "out of measurements rage - calibrating" was displayed. Also the pi blinked on channel 2, which was expected as no electrodes were connected, but not on channel 1 even though also on channel 1 no electrodes were connected.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: nim4cpb1, serial/lot #: (B)(6), UDI#: (B)(4) h4: manufacturing date: 2021-07-28 is applicable for product ID: nim4cpb1, serial/lot #: (B)(6) additional codes img g02005 is applicable for product ID: nim4cpb1, serial/lot #: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.